Event description:
The customer stated there was a speaker malfunction inop error message on the mx40. The device was returned to bench repair and found to have no audio due to a speaker malfunction. No patient invovlment.